Event description:
It was reported that catheter entrapment occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck with the guidewire. The devices were removed together as one unit. The procedure was completed with another of same device. No patient injury was reported.